Event description:
The hcp reported the pt presented in 2004 with signs of an infection of the device pocket. These included drainage, pain, and incisional wound opening. A culture of the device pocket was positive for staphylococcus. The pt was treated with both IV and oral antibiotics and total device system explant. The pt experienced no drug withdrawal as oral medications were given. The pt outcome is unk to the hcp. The pt had risk factors of debrilitated status and cancer.